Manufacturer narrative:
PMA/510(k) # k163018. This report is being submitted as a cancellation report following conclusion of investigation on the 10-dec-2021. File has been re-assessed based on the investigation conclusions. FDA MDR reporting no longer required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Overall risk assessed is low. Device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation ¿ n/a document review: prior to distribution all zib devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. It should be noted that the instructions for use (ifu0040) states the following warning: ¿after stent placement, alternative methods of treatment such as chemotherapy or irradiation may increase the risk of a) stent migration due to tumour shrinkage, b) stent erosion of the tissue, and/or c) mucosal bleeding.¿ there is evidence to suggest the user did not follow the IFU or label. Image review an image was not returned for evaluation. Root cause review a definitive root cause can be attributed to the user not reading or following the instructions for use. From the information provided 18 patients received hepatic arterial infusion chemotherapy treatment post stent placement. As per the IFU warnings ¿after stent placement, alternative methods of treatment such as chemotherapy or irradiation may increase the risk of a) stent migration due to tumour shrinkage, b) stent erosion of the tissue, and/or c) mucosal bleeding¿. Summary the complaint is confirmed based on customer testimony. The complaint was raised from literature paper wu et al 2021 ¿hepatic arterial infusion chemotherapy following simultaneous metallic stent placement and iodine-125 seed strands for advanced cholangiocarcinoma causing malignant obstructive jaundice: a propensity score matching study¿. According to the initial reporter, there were no adverse events reported as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This report is being submitted as a cancellation report following conclusion of investigation on the 26-may-2023. File has been re-assessed based on the investigation conclusions. FDA MDR reporting no longer required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Overall risk assessed is low.

Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Wu, et al. 2022 ¿ ¿hepatic arterial infusion chemotherapy following simultaneous metallic stent placement and iodine 125 seed strands for advanced cholangiocarcinoma causing malignant obstructive jaundice: a propensity score matching study¿. Two types of uncovered semss (s.m.a.r.t, cordis, milpi-tas, ca; zilver, cook, bloomington, in) with a diameter of 8 mm and lengths of 40¿100 mm were used in this study. 125i seeds (beijing atom hi-tech, beijing, china) with a length of 4.5 mm and thickness of 0.8 mm were used. A stiff guidewire 260 cm long and 0.035 inches in diameter was inserted through the sheath to the distal duodenum. Next, the sheath was removed and reinserted over the short guidewire until its tip was 2¿3 cm beyond the stricture. A bare sem was advanced over the long guidewire and deployed in the centre of the stricture. The stent extended 1.5¿2 cm beyond the biliary stricture in each direction. For patients with isolated strictures, the contralateral bile duct was punctured and the following steps were the same as the other side. Two bare semss were advanced over the two guidewires in each side and deployed on the centres of the bilateral strictures using the side-by-side technique. After stenting, the iodine seed strand was inserted through the long 5-f sheath and placed between the biliary wall and the stent. Stent patency was confirmed with repeat cholangiography. The puncture approach was occluded with gelfoam pledgets through a sheath. In the haic group, 12 (66.7%) patients received one stent and 6 (33.3%) patients with isolated strictures received two stents (24 stents). In the control group, 40 (71.4%) patients received one stent and 16 (28.6%) with isolated strictures received two stents (74 stents). 18 patients received 5 sessions of haic after sems placement with 125i seed strands (haic group), and 56 patients only underwent sems placement with 125i seed strands and served as controls (control group). This complaint was opened to capture 18 cases of chemotherapy post stent placement. No adverse events reported.